Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is being conducted. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Patient medications include but are not limited to: acetaminophen-hydrocodone 325-5 mg, vitamin c 500 mg, aspirin 81 mg, calcium-vitamin d, chlorthalidone 12.5 mg, diltiazem 300 mg, colace 100 mg, flax oil, levothyroxine 75 mcg, losartan 100 mg, omega-3, simvastatin 20 mg, trazadone 50 mg, co-q10 300 mg.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. On (B)(6) 2015, a type ii endoleak involving the l4, l5, s1 lumbar arteries was determined. On (B)(6) 2015, the patient underwent re-intervention for treatment for a persistent type ii endoleak and an aortogram with glue embolization of the l4, l5, s1 lumbar arteries was performed. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. (B)(4) has been used to explain an endoleak. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent re-intervention for treatment of the persistent type ii endoleak, and a suture ligation of a lumber artery was performed.